Event description:
It was reported that during inspection the pump goes into "low pressure alert" and will not stop alarming. No patient involved.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported and the device. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed there was " low pressure alarm" during operation and the device failed the pressure test. Further investigation revealed the device's pump failed. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. The root cause is a defective pump. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.